Event description:
As the md was attempting to pass the stent through the guide catheter the shaft of the stent (catheter) snapped into two pieces. The md was able to retrieve both pieces and there was no harm to the patient.